Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2018 additional information-lead was fractured. Upon receipt, the lead under complaint was found cut approx. 53 cm proximal to the lead tip. Only the distal fragment was received for analysis. The visual inspection revealed multiple signs of wear along the lead fragment. In particular a squeezed and deformed lead body was found around 38.5 cm proximal to the lead tip. This damage can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.